Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis. During analysis, screen damage was noted on the front housing of the pump. In addition, it was noted that the device displayed error 72 and the pwa board was corrupted. Service will replace the front housing and the pwa board fix the reported problem.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited "ER-72code0" alarm and had a broken screen. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.